Event description:
It was reported that the 2600 system will not boot. It was noted that the breakers on the back of the tower will not stay in the on position. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the breakers on the back of the tower. The system was tested and found to be working as intended and placed back into service.